Event description:
This complaint is now reportable based on the returned device analysis completed on 01/08/2009. It was reported that during an unspecified endoscopic procedure, the stent would not deploy. A cvd bil endo 8fr 10x60 194cm stent had been advanced to treat an unspecified target lesion; however, the stent was unable to be deployed. The procedure was completed with a different device. There were no patient complications reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device found that the shaft was kinked at various locations along its length. The stent and outer sheath were severely kinked at approximately 7.8cm proximal to the tip. An attempt was made to deploy the stent when it was noted that the t-bar connector was detached from the shaft. An examination of the t-bar connector noted that the fillet of glue was present. It was not possible to deploy the stent. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.